Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with all buttons responding properly. However, corrosion was noted at the keypad traces. No button error alarms or frozen screens were noted. The insulin pump has minor scratches on lcd display window and cracks on display window corners.

Event description:
It was reported by the customer that their insulin pump was alarming button error. Customer stated the display appears to be frozen and the buttons are sticking. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 200 mg/dl at time of reporting. Nothing further reported.